Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed target lesion was located in a calcified and moderately tortuous anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon dilatation catheter was used treat the lesion. Upon inflation at 14 atmospheres the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).